Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Down direction of angulation was out of standards due to the worn angle wire. There was a gap on the bending section rubber. A black dot was displayed on the endoscopic image due to the broken ccd lens. There was leakage on the broken suction cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During reprocessing, the user found that a foreign material fell off from the suction channel of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. There is a possibility that the distal end of the syringe was broken when the liquid was sent and the distal end of the syringe remained in the suction channel. If significant additional information is received, this report will be supplemented.